Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery, the insulin was squirting out, and the keypad was unresponsive. Customer's blood glucose was unknown. Troubleshooting for no delivery was not performed as customer resolved issue with a complete set change. Troubleshooting for keypad anomaly was performed. Issues occurs when she attempted to give a bolus, esc, act, and down buttons are unresponsive. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.